Event description:
It was reported that the zimmer dermatome was not operating. Add'l clinical follow up with the hospital indicated that the donor graft harvest was torn and of uneven thickness. The graft was not salvageable and the planned procedure was terminated due to lack of a substitute device. It was reported that a one hour delay occurred during the procedure when the decision was made that the dermatome was defective and the procedure would need to be postponed. The pt's wounds were dressed and analgesia was administered. The pt was transferred to another medical facility for continuation of planned treatment.

Manufacturer narrative:
Th device was returned to he MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is completed.